Event description:
The nurse started the IV catheter at 12:00. The nurse then noticed the catheter had infiltrated at 15:20, so the catheter was set to be removed. When the catheter was removed, only a tiny portion of the catheter tubing was left on the hub and the rest of the catheter tubing had remained in the pt. The pt was sent for an x-ray and it was confirmed that the catheter tubing was in the cephalic vein. At 17:00, the pt was sent into surgery and the catheter was removed from the cephalic vein.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).